Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion area was located in a moderately tortuous and mildly calcified left fistula. Two 10 x 3.50 flextome cutting balloons were selected for use. During the procedure, a non-bsc guide catheter, guidewire, coronary guidewire were used to wire the left anterior descending artery (lad) and left circumflex artery (lcx). Upon predilatation with a nc emerge balloon, the lesion was very resistant, so physician decided to use a flextome cutting balloon to dilate the lesion, but a balloon burst was noted at 6atm upon the first inflation. Subsequently, another flextome cutting balloon was used but the balloon burst at 4 atm upon the first inflation as well. The physician proceeded to use a non-bsc balloon. After ballooning the lesion at the lad, a promus premier was used to stent the mid lad unfortunately, the stent could not be delivered to the lesion. A guidezilla ii 6f was then used but the stent could not be delivered also. When a non-bsc drug eluting stent was used it also encountered resistance but, managed to deliver and deployed. Both flextome cutting balloons were just pulled out without any resistance. The procedure was completed with different devices. No complications reported, and the patient was stable post procedure.

Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion area was located in a moderately tortuous and mildly calcified left fistula. Two 10 x 3.50 flextome cutting balloons were selected for use. During the procedure, a non-bsc guide catheter, guidewire, coronary guidewire were used to wire the left anterior descending artery (lad) and left circumflex artery (lcx). Upon predilatation with a nc emerge balloon, the lesion was very resistant, so physician decided to use a flextome cutting balloon to dilate the lesion, but a balloon burst was noted at 6atm upon the first inflation. Subsequently, another flextome cutting balloon was used but the balloon burst at 4 atm upon the first inflation as well. The physician proceeded to use a non-bsc balloon. After ballooning the lesion at the lad, a promus premier was used to stent the mid lad unfortunately, the stent could not be delivered to the lesion. A guidezilla ii 6f was then used but the stent could not be delivered also. When a non-bsc drug eluting stent was used it also encountered resistance but, managed to deliver and deploed. Both flextome cutting balloons were just pulled out without any resistance. The procedure was completed with different devices. No complications reported, and the patient was stable post procedure.

Manufacturer narrative:
A1: patient identifier (B)(6). Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Based on potential root causes identified, the following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak was identified proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.